Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
The hcp reported the pt was having symptoms of nausea, vomiting and fatigue. A dye study revealed the catheter was leaking. The pt underwent pump replacement (battery depletion) and catheter revision.